Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 320 mg/dl and dka. Customer stated that her insulin pump is cracked and the drive support cap comes off when she primes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked display window corner and cracked reservoir tube lip. Unable to perform basic occlusion and occlusion test due to broken off end cap.